Event description:
A customer contacted haemonetics on (B)(6) 2011 to report that a "check aspiration line" message occurred several times during the use of an orthopat machine. No donor operator injury was reported.

Manufacturer narrative:
Upon evaluation of the device, a blood spill was discovered. The machine was cleaned and the power supply and top deck board were replaced due to the blood spill. This device is covered under the (B)(6) orthopat recall remediation and will be scrapped once remediation action and the recall is complete. (B)(4).